Manufacturer narrative:
The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an altitude alarm after disconnecting to take a shower. Customer reported that blood glucose level was 211 mg/dl. Customer indicated that an injection would be administered. Customer resumed insulin delivery successfully after approximately 30 minutes.